Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted umbilical hernia ipom surgical procedure, the force bipolar instrument would not ungrasp easily at all, bite seems off center. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument jaws were reportedly stuck closed on tissue (with details on how they were released unclear), no tissue was excised, visible damage included off-center tips with other damage details unknown.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. Visual and manual inspections were performed on inside and outside of the force bipolar instrument housing. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system, and it passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.